Event description:
Court documents state that the patient was in a pharmacy/homecare store and attempted to sit on a walker which collapsed causing him to fall backward striking his head. Patient has been in a coma since this date. The documents state the subject device is a featherlight model 124074, however, there is no such model. Attorney for the patient has failed to furnish additional details of events or device identification at the time of this filing.